Event description:
It was reported that the pump was removed due to infection. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received. It was reported that the patient's infection took place in the pump pocket and the catheter track. Cultures taken at the pocket, in the lumbar region, and from the cerebrospinal fluid found (B)(6). The patient had presented with a fever, redness, and swelling. Intravenous antibiotics were used to treat the infection and the infection had resolved at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008. (B)(4).